Manufacturer narrative:
Corrected information was provided in b.3 and h.6. Additional information was provided in h.10. The file has been opened from a literature report "innovative trifocal (quadrifocal) presbyopia-correcting iols: 1-year outcomes from an international multicenter study". Conclusion of the report: the study iol provided good va outcomes. Defocus curve showed va of 20/25 snellen or better from near to intermediate distance. Rates of serious and non-serious aes were low. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported that after one hundred and forty nine (149) patients had an intraocular lens (iol) implant surgery with a multifocal lens, one (1) patient experienced blurry vision. The lens was removed on a secondary procedure.